Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 62,687 joules the fiber card expired after error 820 appeared and restarted the laser. The second fiber began to end fire (forward firing) @ 32,942 joules. The third fiber cap detached @ 94,875 joules and was retrieved after removing from the body. The fourth fiber the doctor stated that the fiber felt loose. The procedure was completed with the fourth fiber with no injury to patient. This report is for the second fiber used.